Manufacturer narrative:
An event of complete heart block and hospitalization post navitor implant procedure was reported. Information from the field indicated that after a third degree atrioventricular (av) block was noted, a temporary pacemaker was placed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as temporary pacemaker was placed and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information crd(B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting level (act) were 253s, heparin was given. The valve re-sheathed one time due to non-uniform expansion. A pre-implant balloon valvuloplasty done with a 25mm non-abbott balloon. After that a third degree atrioventricular (av) block was noted and a temporary pacemaker was placed. The valve was implanted. Post procedure, the patient presented with complete heart block and required prolonged hospitalization.